Event description:
It was reported to philips that the system flexvision screen in the examination room did not display an image. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected onsite and confirmed the reported issue. After reviewing the log file, fse found frame grabber card issue as well as the pc diagnostic tool indicating frame grabber card issues. The frame grabber captures the video from the system. Fse reloaded the software of the flex vision pc, and this solved the problem temporarily. To resolve the reported malfunction, on 23rd oct 2024, another work order, philips implanted the correction or pc issues pc issues 3db 4fg. After implementing the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.